Event description:
It was reported in neurosurgery during procedure the balloon catheter had kinked at the tortuous vascular m1 segment of the middle cerebral artery with high grade stenosis after removal of the guidewire. The guidewire was unable to navigate though the balloon catheter so the devices were removed. As the vessel was being accessed with another guidewire (subject device) a dissection occurred. A stent was placed at the stenotic and dissected segment with good angiographic outcome. However, post procedure, the patient complained of headache and became confused. A computed tomography (CT) scan revealed the presence of a subarachnoid hemorrhage most likely due to the perforation at the m1 segment and the patient expired the following day.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The vessel dissection, subarachnoid hemmorhage and subsequent death are known and anticipated complications to these types of procedures and are listed as such in the directions for use.

Event description:
It was reported in neurosurgery during procedure the balloon catheter had kinked at the tortuous vascular m1 segment of the middle cerebral artery with high grade stenosis after removal of the guidewire. The guidewire was unable to navigate though the balloon catheter so the devices were removed. As the vessel was being accessed with another guidewire (subject device) a dissection occurred. A stent was placed at the stenotic and dissected segment with good angiographic outcome. However, post procedure, the patient complained of headache and became confused. A computed tomography (CT) scan revealed the presence of a subarachnoid hemorrhage most likely due to the perforation at the m1 segment and the patient expired the following day.

Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between january 2006 to november 2008. (B)(4)